Manufacturer narrative:
(B)(4).

Event description:
Voluntary medwatch (mw5067431) was received and states that the implant of an ins "made a problem worse". The report lists the device was explanted. No device information was provided.